Event description:
Information was received from a patient regarding an external device. It was reported that the patient's controller battery did not want to charge; it was working off and on but now would not recharge. During call patient verified no damage to the controller battery compartment. Patient did not have their controller battery with them so patient will call back when they have their equipment present for further troubleshooting. Patient called back stating the battery pack was in their car but no longer there so the battery pack has been lost. A replacement battery pack was sent out. 2024-jun-19 (B)(4) (con): patient called back stating the battery pack was in their car but no longer there so the battery pack has been lost. Agent emailed repair for replacement battery pack. 2024-july-16 (B)(4) (con): patient called back stating they received the battery pack from medtronic and that it worked for a couple of days but that when they would charge the controller and disconnect the controller from the ac power supply, it would shut off and nothing would come on. Patient confirmed the controller would go unresponsive. Patient also mentioned that the controller screen would go white. During the call, patient confirmed damage in the controller battery compartment where they saw that 1 pin looked pushed back. The issue was not resolved. Agent reviewed information. An email was sent to the repair department to replace the controller. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Product ID: 97745bp, serial# unknown, product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G3 aware date has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.